Event description:
Per tm - the support piece between where the cable connects to the probe has begun to fracture and expose wires inside.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: product was not returned for evaluation/repair. Photo sample provided by the customer shows separation between the probe strain relief and cable, exposing electrical wiring. However, complaint investigation and root cause determination could not be completed without physical evaluation of the unit.

Event description:
Per tm - the support piece between where the cable connects to the probe has begun to fracture and expose wires inside